Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump had several occlusion alarms before call while patient was sleeping. The patient's blood glucose (bg) was 333 mg/dl with headache. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the pump was disconnected from the patient and re-priming twice and when the patient was bolusing, it would alarm again and fail to complete bolus. Bolus history reveals lots of units not completed. The reporter stated that the patient only uses stomach for insertion and it is usually ¿puffy¿ looking. Denies any scar tissue and rotates in stomach area. The reporter stated there was no kinking in the tubing. The reporter stated that they have not had any air bubbles, air spaces, blood in tubing or cartridge or associated with site and no leaking at cartridge or skin site. The reporter stated that the patient may not cycle cartridge. Occlusion sensitivity set at low. Customer support (cs) reviewed the pump and all settings were correct. Cs advised reporter to discuss patient's bg issues further with hcp/educator and advise them pump appears to be functioning well. This report is being made due to the occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.